Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support (mcs) and experienced access site bleeding. Reportedly, the bleeding occurred the same day of the implant and was noticed at the insertion site after positioning the impella cp device. Blood transfusion was given, and the bleeding was conservatively managed with compression and activated clotting time management. No surgery was required. The outcome of the patient as a result of the event was unknown. However, there was no report or indication of further harm to the patient. The patient continued on impella mcs for an additional five days until successfully weaned and explanted noting a survived outcome.